Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported events of twisted electrode and the helix would not rotate were confirmed. Visual inspection revealed the outer insulation was twisted consistent with procedural damage. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within product specification.

Event description:
Additional information was received indicating that increased capture threshold was noted on the right atrial (ra) lead. Diagnostic imaging confirmed the dislodgement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a dislodgement of the right atrial (ra) lead was observed. The physician attempted to reposition the ra lead but the helix would not rotate and the ra lead was twisted in the body. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.